Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was completed as planned. The user was able to use the hand switch to complete the procedure. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed three of the pedals on the wired footswitch would not respond after being pressed. Troubleshooting and analysis of the system logfiles found that the connector to the footswitch was loose. The fse replaced the wired footswitch. The defective footswitch was returned for analysis and it was determined that the footswitch had failed due to a broken thread on one of the locking screws. After the footswitch was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to trigger exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.